Manufacturer narrative:
The event occurred outside the united states.while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient's adhesive does not stick to cannula site. No adverse event alleged.a request was made for the return of the device.